Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was attempted to be implanted within the duodenum of a patient during a stent placement procedure on an unknown date. According to the complainant, during the procedure, the stent was advanced to the target lesion. However, upon deployment, it would not release. The stent was reconstrained onto the delivery system and removed from the patient. It was reported that upon removal, the stent was found to be "irregular" in appearance. The procedure could not be completed with this device.

Manufacturer narrative:
(B)(4). The complaint device was initially received at the surgical materials testing lab (smtl) at the (B)(6). A preliminary device analysis, completed by the smtl, found that the end of the stent was fraying. Functionally, resistance was met during deployment, but the stent was able to deploy. The deployed stent appeared to be damaged on one end in comparison with the other; the wire lattice framework was fraying/parting. A visual examination of the returned device by boston scientific corporation found the stent to be fully deployed off the catheter. The stent wires at the non-flared end of the stent were slightly damaged. An examination of the delivery system found that the clear outer sheath was kinked at 90 mm from its distal end. The blue outer sheath was kinked at 43 mm distal to the t-bar connector. Functionally, there was no issues in the movement of the outer sheath along the shaft. In addition, when the outer sheath was fully retracted, no issues were noted other than a slight bend in the inner lumen where the outer sheath had been kinked. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.